Event description:
It was reported that the patient underwent posterior lumbar fusion procedure on an unknown date and topical skin adhesive was used. Approximately two weeks post-operatively, the patient experienced a slight wound dehiscence. The physician prescribed an antibiotic regimen and no other treatment was provided. The patient will follow up with the physician. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.